Event description:
It was reported that this insertable cardiac monitor (icm) could not be paired to the patient mobile monitor (pmm) during initial set-up. It was noted that the pmm indicated the battery from the icm device had reached the end-of-life state, even though the expiration date was still valid. The decision was made not to implant device. A different icm device was implanted instead, and no adverse patient effects were reported. The device was returned and analysis was completed.

Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was received inside the sealed packaging. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device, and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis did not identify any abnormalities that would have cause or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough analysis of the returned device and review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.